Event description:
It was reported that during a follow up, the right ventricular lead exhibited low impedance and a sensing anomaly. No intervention was performed. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.